Event description:
Clinic notes for the patient were received in which it was indicated that the battery change surgery was uneventful however was complicated by pneumothorax. No additional relevant information has been received to date.